Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant procedure, message of egm unavailable occurred on the programmer. Rf telemetry issue was suspected. A paper copy of the realtime egm was available because inductive telemetry was running during the arrhythmia induction.